Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.